Event description:
The customer reported an intermittent x-ray disabled error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended.